Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device remains implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified red encapsulation, red particles material on the shell and flat creases. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported a left side capsular contracture baker grade unknown. The device has been explanted and replaced.

Event description:
Healthcare professional updated left capsular contracture to baker grade iii.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease flat, white calcification outer device and opening curved on anterior. Leak test and microscopic analysis was performed which identified: straited opening on anterior and sharp opening on radius. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius assessed as an unidentified (tear) opening. A striated opening on anterior assessed as surgical damage.